Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patients t8 lead migrated due to a bad car accident back in (B)(6) 2020. The lead migration was confirmed through x-ray. As a result, surgical intervention was undertaken wherein the lead was explanted on (B)(6) 2021. The issue has since been resolved.

Manufacturer narrative:
The event of lead migration was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.